Event description:
It was reported that the insulin pump alarmed sensor error repeatedly. The blood glucose reading at the time of the sensor error alarm was 108 mg/dl, and the most recent blood glucose reading was 88 mg/dl. Upon troubleshooting, the customer was advised that the sensor may not have been working, or it may have been dislodged, bent, retracted or damaged. Upon removal, it was found that the sensor was very bent. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed a solution test per dop114-830, and the sensor failed per specifications. No interstitial glucose readings were detected due to the sensor being found with a broken cannula.